Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® urine complete cup kit there was unknown foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® urine complete cup kit there was unknown foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-jul-2025. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. There are loose black particles in the cup. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.